Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lad and one endeavor sprint rx drug-eluting stent was implanted at the distal rca. Patient was asymptomatic / free of symptoms at 30 day follow up. A ptca revascularization of the proximal lcx (non-target vessel) was carried out approximately 7 weeks post index procedure. Two endeavor sprint rx drug-eluting stents were implanted, separately (MFR report # 2953200-2009-01886) at the proximal lcx. Investigator has indicated that the event was not related to the study stent. Patient was asymptomatic / free of symptoms at 6 month follow up and at 1 year follow up. An acute non-stemi is reported to have occurred approximately 16 months following index procedure. It is reported that patient was hospitalized due to tussive syncope and elevated cardiac biomarkers and marginal st elevation. Angiography showed in-stent restenosis of the lcx. A repeat angiography was performed, and it was reported that the target lesion was involved and that the event was related to the study stent. Location of infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. Revascularization of the mid lcx was carried out the following day, due to restenosis after previous ptca. One other brand stent was implanted.

Manufacturer narrative:
(Revascularization, stent implanted) - results: myocardial infarction, revascularization.